Manufacturer narrative:
(B)(4).the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter's casing was found to have paint damage. A secondary issue was also noted as having a capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging a meter casing issue with a one touch vita meter. The patient indicated that the alleged issue started around 6:30 am on (B)(6) 2010. The patient claimed that the meter casing opened after a dog bit into the device. Due to the alleged issue, the patient consumed less food and/or drinks. It is unknown if the patient was still able to test her blood glucose with the reported meter after the alleged issue began. The patient denied that he was able to test his blood glucose on another device during the time of concern. Three hours after the alleged issue began, the patient claimed that he developed symptoms of sweating and a dry mouth. The patient denied that he received any treatment because of the alleged issue. The patient was unwilling to provide any additional information. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom of sweating which can be associated with severe hypoglycemia 3 hours after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.